Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient's scs system generator was replaced. No complications during the procedure and stimulation therapy restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was unable to connect to the implantable pulse generator (ipg). The patient controller (pc) displayed a "generator unavailable replace generator" message. The patient's therapy is not active. Surgical intervention to replace the patient's ipg would be necessary.